Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7120 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported the patient developed a pocket infection. Of note, an absorbable antibacterial envelope was applied at the time of replacement. The patient was treated with antibiotics and the device remains in use. No further patient complications have been reported as a result of this event.